Event description:
It was reported that the subject balloon was used in a design validation study. During this testing the subject balloon burst immediately after first inflation in the simulation model and so was replaced.

Manufacturer narrative:
2/2 reports.

Event description:
It was reported that the subject balloon was used in a design validation study. During this testing the subject balloon burst immediately after first inflation in the simulation model and so was replaced.

Manufacturer narrative:
B1 adverse event/product problem - corrected - no product problem. H1 type of reportable event - corrected - no malfunction . D9 product available to stryker- updated . D9 returned to manufacturer on- updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, there were no visual anomalies noted to the returned subject balloon device. During functional inspection, the device was flushed and a demonstration guidewire was advanced without difficulties. The balloon was then inflated and deflated without any issues. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device met specification when received for complaint investigation. Additional information provided by the customer indicated the correct inflation medium was used to inflate the balloon as per the dfu. A 3ml syringe was used to inflate the balloon. The device was inflated to nominal pressure. The balloon was able to be successfully inflated/deflated during preparation. 70% contrast was used. There was no resistance encountered during the guidewire insertion and no resistance encountered during inserting the balloon through catheter. The catheter was flushed to facilitate guidewire insertion. The device was returned for analysis and no visual anomalies were noted with the returned subject balloon device. The balloon catheter was flushed and a demonstration guidewire was advanced to the distal tip without difficulties. The balloon was then inflated and deflated without any issues. The as reported event of balloon burst/ruptured during use was not confirmed during product analysis. Since the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event, an assignable cause of not confirmed will be assigned to the as reported event of balloon burst/ruptured during use. The as analyzed event of device within specifications will be assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.